Manufacturer narrative:
In order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The complaint pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
A seventy-eight-year-old male with a history of chronic obstructive pulmonary disease, coronary artery disease status post coronary artery bypass grafting in 2021, heart failure with an ejection fraction of 45%, tricuspid regurgitation, bioprosthetic aortic valve replacement in 2013, diabetes mellitus, hypertension, pulmonary hypertension, and hyperlipidemia presented to the emergency department with shortness of breath, chest pain, elevated cardiac troponin levels, and nonsustained ventricular tachycardia. A diagnostic cardiac catheterization 100% occlusion of the right coronary artery, 95% stenosis of the left anterior descending artery, and irregularities of the circumflex artery. The patient developed ongoing chest pain following the diagnostic catheterization and was transferred for high-risk percutaneous coronary intervention. The patient was admitted to the coronary care unit prior to percutaneous coronary intervention and was noted to have elevated lactate levels. The patient was intubated prior to the procedure, and a right heart catheterization was completed. In the cardiac catheterization laboratory, the patient remained intubated due to an inability to lie flat secondary to chronic obstructive pulmonary disease. Pre-existing bilateral iliac stents were ballooned to accommodate a 14-french sheath. Right heart catheterization revealed refractory shock prior to impella insertion, and following the procedure the patient further decompensated with a mean arterial pressure in the 40s despite vasopressor therapy. An impella cp device was placed for cardiogenic shock, with a cardiac index of 1.23 and a pulmonary artery oxygen saturation of thirty-three percent. After device placement, flows decreased to 1.4 liters per minute. An echocardiogram demonstrated right ventricular dysfunction, and inhaled nitric oxide and inotropic support were initiated. Mean arterial pressure and pulsatility improved. The patient developed decreased perfusion to the left lower extremity, prompting vascular surgery consultation. A reperfusion catheter was placed, resulting in improved flow to the left lower extremity. The plan was to continue impella support for cardiogenic shock. The device was explanted on (B)(6) 2025 without additional issues. Patient had limb ischemia which is a known risk according to our instruction for use with resultant surgical intervention of reperfusion catheter use.

Manufacturer narrative:
D4 added primary UDI number as it was omitted from the initial report that was submitted. G1 manufacturer site addr. Street line 1, manufacturer site city, manufacturer site zip code, and manufacturer site country code were reported incorrectly on the initial report that was submitted.